Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer's blood glucose level was over 2000 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the hospital on (B)(6) 2025.